Manufacturer narrative:
The product hasn't been returned as of yet and so the evaluation of the product is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the device is making strange sounds and overheating during the procedure and can't be used at full throttle/capacity. There were no injuries reported as a result of this event.

Manufacturer narrative:
The analysis found no fault with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
Analysis has been completed. New information: no injuries, product reused, facility name and contact information.